Event description:
It was reported the device was returned for repair. Followup information received indicates there is physical damage. The battery door is not working (jams when trying to close it). No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).